Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient reporting having an ankle replacement. The patient stated that the replacement made it worse, and would have never had the surgery if she knew the replacement would make it worse. The patient states that she is in quite a bit of pain.